Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for tilted filter and detached filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unknown filter tilted and detached. The filter and detached limb were retrieved using forceps. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient¿s weight was not reported.